Event description:
During case set up for first case start the surgical tech opened the steris sterile pre-packaged light handle cover that was in the sterile supply pack. When scrub opened the pack there was a hair within/inside the sterile light handle cover packaging. It was sealed within the package that the light handle cover comes in. The cover and packaging was removed from the field and the scrub tech changed her gloves, a picture was taken and the package information was saved.